Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not functioning properly. Device passed self test and displacement test. All buttons function properly. Device passed the keypad voltage test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap/reservoir does lock properly. Confirmed all buttons function properly. No keypad anomaly noted. However, found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated numbers were not ramping on their own and scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.